Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, when t1 was deployed, t1 and t2 were deployed simultaneously. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿ t1 and t2 were deployed simultaneously.¿ a segment of loose suture was returned. The end was cut. T1 and t2 were absent. The delivery needle was visibly bent toward the left and quite downward. The depth limiter was attached. The device no longer cycled and actuated properly due to the needle damage. Symptoms are consistent with probing due to difficulty with reaching desired anchoring location. Under warnings, the instruction for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during a meniscal repair surgery, when t1 was deployed, t1 and t2 were deployed simultaneously. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.